Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the s-ICD exhibited a suspected premature battery depletion or possibly an extended use of magnet. Technical service (ts) recommended to follow up with the patient and a possible device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this s-ICD device was surgically explanted. No additional adverse patient effects were reported. The explanted device is expected to be returned for product analysis.